Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medwatch report # (B)(4).

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: bd alaris lvp 20d 2ss cv IV set was primed and started to leak at joint between end of tubing and connector to attach to IV site.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leakage near the end of the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: bd alaris lvp 20d 2ss cv IV set was primed and started to leak at joint between end of tubing and connector to attach to IV site.